Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Memory test power on reset (por) occurred on (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). Also, the right ventricular (rv) lead exhibited a sudden drop in pacing impedance, but then went back to the baseline. The reset was cleared and the device and lead remain in use. No patient complications have been reported as a result of this event.